Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Dealer alleges customer was in unit when the caster arm broke resulting in a fall.